Event description:
Healthcare professional reported that patient was injected with 1 ml of juvéderm® volbella¿ with lidocaine in their lips. Six months later, patient developed "late granulomatous inflammatory granulomatous stony consistency" in lips that was also described as "localized edema with petrous inclusions on palpation." Patient was treated with oral methylprednisolone 10mg for 7 days, local clobetasol®, and hyaluronidase. Symptoms are ongoing.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Continued h.6. Type of investigation code: b15, b17, b20. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.